Event description:
The account reported the side rail will not stay latched. No pt injury reported.

Manufacturer narrative:
The technician investigated and found the side rails function as designed, user error. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. No repair was needed. Based on this info, no further action is required.